Event description:
Per the audiologist, a postoperative scan showed the electrode array was not successfully inserted into the cochlea. A revision surgery to reinsert the electrode array was done in 2007. A second postoperative scan taken after the revision surgery shows correct cochlear position but with the electrode array doubled back on itself. No info on explantation/reimplantation had been provided at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling .

Manufacturer narrative:
It was reported that no further information was made available. This report is filed (B)(4) 2013.